Event description:
It was reported that during a follow up high pace impedance measurements were exhibited on this right ventricular (rv) lead as well loss of capture. A revision took place as a result and a lead fracture was seen and difficulty extending the helix was note. This lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned. Upon return and analysis completion this investigation will be updated.